Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hyperglycemic event resulting in 335 mg/dl blood glucose (bg) and received alert 38. Pt changed supplies 4 times, restarted the device, and saw the high bg. Pt called to report the "unable to proceed error" he received during a supply change. The agent had the patient remove all supplies, do a dry run, and then a supply change with new supplies which resulted in successful delivery. Later, patient's bg were decreasing, recorded at 185 mg/dl. He was advised to call back if any issue persist. During the event patient experienced irritability but no other health consequence was reported.